Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg) had a top button that became detached and came out of the unit. However, it was noted that the rate knob was loose due to case damage. Both output connectors, the hanger, and the upper case around the rate encoder were broken. The keypad surface was compromised. One plug was damaged. The menu control knob was loose but remained installed on the encoder. The epg was returned unrepaired due to the expiration of its service life. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) had a top button that became detached and came out of the unit. No patient complications have been reported as a result of this event.